Event description:
According to the reporter: prior to use, balloon did not expand because of a leakage in balloon. Patient status : unknown.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The event report alleges the product was not used in a surgical procedure. The visual inspection note that the trocar balloon, lock collar, obturator, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing; the trocar balloon could not be inflated due to a hole in the balloon. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.